Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with a patient receiving external defibrillations while wearing the lifevest. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 11/13/2015, electrode belt: 5/14/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and unconscious at the time of passing. Per review of the patient's download data, at 01:01:54, the patient received an external defibrillation while wearing the lifevest. The patient's rhythm at the time of the external defibrillation was ventricular tachycardia (vt) at 130 bpm. At 1:02:30, the patient received a second external defibrillation. The patient's rhythm at the time of the external defibrillation was vt at 130 bpm, and the post-shock rhythm was vt at 150. The patient's rate was below the treatment threshold of 150 bpm, which prevented the lifevest from delivering a treatment during this time. At 01:02:50, the lifevest detected an arrhythmia. The patient's rhythm at this time was vt at 180 bpm. At 01:04:34, the lifevest delivered an appropriate treatment. The patient's rhythm at the time of the treatment was vt at 150 bpm, the post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. From 01:05:05 to 01:06:18, the patient's rhythm was asystole with nsvt. The rhythm then transitioned to an idioventricular rhythm at 90 bpm with nsvt until the electrode belt was disconnected. There is no indication that a device malfunction caused or contributed to the patient's passing.